Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6) 2009 (pt age "no more than 60 years old"). According to the complainant, during deployment of the stent, there was difficulty retracting the sheath far enough to completely deploy the stent off of the catheter. The complainant stated that the sheath was extended until there was a contact between the handle and the catheter, but there was still 3 cm of the stent remaining to be deployed. The physician completed the deployment of the stent by pulling on the sheath directly. The stent was placed correctly, and the procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4): (sheath retraction difficulty). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).